Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, it as reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl, cause was unknown. Reportedly, the customer required assistance from emergency medical technician to address bg level intravenously with unspecified fluids. Recommendation was made to consult with healthcare provider regarding diabetes management.